Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that the lightcable cut off, then cut right back on when the doctor kicked the lightcable during a shoulder procedure. It was further reported that this only occurred one time for about a second, and the case was completed successfully.